Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced a hematoma requiring blood products. The patient would subsequently expire. St-segment elevation myocardial infarction was confirmed, and the patient had two stents placed. On the way to the unit, the patient decompensated and was brought back to the catheterization lab for impella cp device placement. The impella cp device was placed via the right common femoral artery without incident. The patient was transferred to the unit on impella mcs. Following the implant, a hematoma at the access site was noted. Blood products were required and manual pressure and pressure dressing were applied. Care goals were discussed with the family and the patient was made do not resuscitate with care withdrawn. The patient would expire, thereafter.